Manufacturer narrative:
D10: 300-01-14 - equinoxe humeral stem primary press fit 14mm; sn# (B)(6), 320-08-38 - glenosphere exp 38mm +4mm offset; sn# (B)(6), 320-15-01 - eq rev glenoid plate; sn# (B)(6), 320-15-05 - eq rev locking screw; sn# (B)(6), 320-20-00 - eq reverse torque defining screw kit; sn# (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm; sn# (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm; sn# (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm; sn# (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm; sn# (B)(6), 322-10-00 - humeral adapter tray, +0; sn# (B)(6), 322-38-00 - 145-deg pe 38mm hum liner +0; sn# (B)(6), 531-55-88 - ergo gps 3.2mm drill kit sterile; sn# (B)(6), 531-78-20 - shouldr gps hex pins kit; sn# (B)(6), 531-78-20 - shouldr gps hex pins kit; sn# (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the right side. Subsequently, the patient experienced a dislocation of the right shoulder. As a result, approximately five months post-surgery, the patient underwent a revision. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, h6. MDR section codes updated/corrected: b, c, d. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.